Manufacturer narrative:
Complaint investigation underway and will be attached to this report

Event description:
Silk road medical reported the following: upon removal of the guide wire from the sheath it stretched. There were no issues identified during the preparation or use of the device. It was only noticed upon removal by the scrub tech.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Silk road medical reported the following: upon removal of the guide wire from the sheath it stretched. There were no issues identified during the preparation or use of the device. It was only noticed upon removal by the scrub tech. See attached picture.